Event description:
Consumer complaint of blood result reading on "hi". Customer stated that he has a truebalance meter and he only getting a reading of "hi". It was suggested that a control test be performed but customer declined. No adverse event reported.

Manufacturer narrative:
(B)(4). No product returned. Most likely underlying root cause: user's test strip had poor storage, user had an inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).